Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when closing the stapler to finish the anastomosis, at the time it would have to staple and cut, the device did not staple or cut the tissue, and remained with the staples open. No further information can be obtained beyond what is described in the complaint form. Patient consequence was not reported.